Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number:03.133.002, synthes lot number: h889477, supplier lot number: n/a, release to warehouse date: 12may2020, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual investigation: the non-locking drill guide 3.5 (product code: 03.133.002 & lot no: h889477) was received at us customer quality (cq) with a stuck drill bit in it. Upon visual inspection, it was observed that the mating device (drill bit ø2.5 qc l135 calibration 45) was stuck in the drill guide 2.5mm drill sleeve. Functional test: the functional assessment cannot be performed as the mating device (drill bit ø2.5 qc l135 calibration 45) was stuck and unable to be disassembled from the 2.5 mm drill sleeve component of the complaint device (non-locking drill guide 3.5 ). Thus, the complaint condition was confirmed. Can the complaint be replicated with the returned device(s)? Yes. Dimesnional inspection: the dimensional inspection cannot be performed due to the device jammed/seized condition. Document/specification review: the following drawing reflecting current and manufactured revision was reviewed: - 3.5mm non_locking drill guide complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed as the mating device (drill bit) was stuck and unable to be disassembled from the complaint device (drill guide). No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for orif of fractured distal humerus. During the surgery, the drill bit was stuck in the guide and unable to remove. The procedure was completed successfully. There were no patient consequences. This complaint involves two (2) devices. This report is for (1) 3.5mm non-locking drill guide. This is report 1 of 1 for (B)(4).